Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergic rash"), gastrointestinal disorder ("gi conditions") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, dermatitis allergic, gastrointestinal disorder and pelvic congestion outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, gastrointestinal disorder, menorrhagia, pelvic congestion and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, pelvic congestion syndrome. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: reporter information updated. New events " abdominal pain, menorrhagia (heavy menstrual bleeding), allergic rash, gastrointestinal disorder, pelvic congestion syndrome" were added. Outcome of event " pelvic pain" was updated as "recovered/resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/my periods lasted 3 weeks heavy"), dermatitis allergic ("allergic rash"), gastrointestinal disorder ("gi conditions"), pelvic congestion ("pelvic congestion syndrome"), dysgeusia ("the metallic taste in my mouth is getting worse"), dental caries ("teeth are rotting") and abdominal distension ("bloating") and was found to have weight increased ("hasn't stopped me from gaining 45 lbs or more since essure."). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the heavy menstrual bleeding, dermatitis allergic, gastrointestinal disorder, pelvic congestion, dysgeusia, weight increased, dental caries and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dental caries, dermatitis allergic, dysgeusia, gastrointestinal disorder, heavy menstrual bleeding, pelvic congestion, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, pelvic congestion syndrome. Concerning the injuries reported in this case, the following one is confirmed in patients¿ social media: dysgeusia,weight increased ,dental caries and abdominal distension most recent follow-up information incorporated above includes: on 14-may-2021: social media received:the metallic taste in my mouth is getting worse,hasn't stopped me from gaining 45 lbs or more since essure,teeth are rotting and bloating added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.